Manufacturer narrative:
The isi representative onsite for this procedure stated that the surgeon may have accidentally closed the instrument grips inadvertently at the time the patient's uterus was dropped, causing the instrument to close on the patient's rectum. Since this event, the isi representative has provided additional training to the console surgeon and the supporting surgical staff regarding appropriate instrument tool changes. The patient went home the day after surgery as planned and was placed on stool softer for 1 week as a precaution. On (B) (6) 2010, during the patient's follow up appointment, she reported she was in no pain and had no adverse affects.

Event description:
It was reported that approximately 2.5 hours into a da vinci si hysterectomy procedure, the surgeon began to initiate a tool change to switch instruments. At this time the nurse assistant who was retracting the patient's uterus, dropped the uterus causing the surgeon to lose site of the tennaculum forceps instrument in use. The patient side manipulator (psm) arm that the tennaculum forceps instrument was installed on became unresponsive. The isi representative onsite had the surigcal staff emergency stop the system and perform a fault over-ride, however, the psm continued to be unresponsive. The patient's uterus was moved, and the surgical staff found that the tennaculum forceps instrument was closed on the patient's rectum and they were unable to release the instrument. With the assistance of an isi technical support engineer, the instrument was released and removed from the psm. A general surgeon was requested to attend the procedure and although there were no visible holes, tears, or pinches in the patient's rectum, he placed a few sutures as a precaution. The planned surgical procedure was completed with out any further patient harm, injury or adverse outcome reported.